Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal end of the inner shaft is broken off. The inner surface of the outer shafts has damage from the inner shaft rotating against it. Both hubs are undamaged. There is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended overheating or excessive sideloading to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the elite blade was broken. The broken piece was removed from the patient. The procedure was completed with a 5 minute delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).